Event description:
The end user alleges that the chair seat is giving him sores and is uncomfortable. End user also stated that chair allegedly needs repaired, but did not explain what needs repaired. Injury is alleged.

Event description:
The end user alleges that the chair seat is giving him sores and is uncomfortable. End user also stated that chair allegedly needs repaired, but did not explain what needs repaired. Injury is alleged.

Manufacturer narrative:
(B)(4) - this follow up is to correct the manufacturer. The manufacturer of this device is (B)(4). The initial MDR identified invacare as the manufacturer which is incorrect.

Manufacturer narrative:
No RMA has been initiated for this issue. Model trsx5 serial number/date code (B)(4) is approximately 3 years and 10 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.